Manufacturer narrative:
Biopsy punch left a dark residue on patient's skin post procedure. Biopsy punches are delivered sterile and no harm to patient reported.

Event description:
Biopsy punch left a dark residue on patient's skin post procedure. Biopsy punches are delivered sterile and no harm to patient reported.